Event description:
End-user called for assistance checking the results as displayed in the device in the device. After phone trouble-shooting, it was discovered that the device's display was not showing all the digits for the test results. The device was replaced and the defective one returned for investigation.